Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise on the atrial and right ventricular (rv) channels consistent with electromagnetic interference (emi). Oversensing occurs and there is approximately eight and ten seconds of pacing inhibition and an underlying rhythm could not be discerned. A shock is delivered, the noise disappears for a few seconds and then the noise is present again before clearing up at the end of the episode. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.